Event description:
Medics responded to a pt down for about 10 minutes. This device was the backup device. First device showed continuous connect electrodes message. Back up device brought on scene and attached to patient using the same electrodes. Device displayed a connect electrodes indication. Patches replaced, device continued to display connect electrodes. Patient not resuscitated.